Event description:
It was reported that the patient presented to the clinic with dizziness. The patient's right ventricular (rv) lead and right atrial (ra) lead was over sensing noise resulting in pacing inhibition. Both the rv and ra lead was explanted and replaced. The patient was stable.